Event description:
(B)(4). Same case as 2134265-2010-03893. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the proximal left anterior descending artery with 70% stenosis and was 20.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement of a 3.0 x 28 mm taxus liberte stent. Following deployment, there appeared to be a distal edge dissection that was treated with an overlapping 2.75 mm x 12.0 mm taxus liberte stent. Residual stenosis was 0%. 1 day post-index procedure, the subject developed chest pain with elevated troponin. The chest pain was persistent and an exercise study showed a small defect in the anterior portion of the basal septum. Four days post index procedure, cardiac catheterization revealed a "well defined" edge dissection in the lad. Treatment consisted of deployment of a 2.5 x 12 mm taxus stent in the proximal left anterior descending artery to cover the area of the dissection. The patient was discharged 4 days post index procedure on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as 2134265-2010-03893. It was reported that during a coronary artery stenting treatment procedure a dissection occured. The target lesion was located in the proximal left anterior descending artery with 70% stenosis and was 20.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement of a 3.0 x 28 mm taxus liberte stent. Following deployment, there appeared to be a distal edge dissection that was treated with an overlapping 2.75 mm x 12.0 mm taxus liberte stent. Residual stenosis was 0%. One day post-index procedure, the subject developed chest pain with elevated troponin. The chest pain was persistent and an exercise study showed a small defect in the anterior portion of the basal septum. Four days post index procedure, cardiac catheterization revealed a "well defined" edge dissection in the lad. Treatment consisted of deployment of a 2.5 x 12 mm taxus stent in the proximal left anterior descending artery to cover the area of the dissection. The patient was discharged 4 days post index procedure on aspirin and prasugrel.